Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: device was returned for analysis. Device analysis revealed that the device was partially separated and became fully separated after completing lab analysis. Microscopic examination and tactile inspection revealed numerous kinks in both the hypotube and distal shaft portion of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 06nov2015. It was reported that the catheter was kinked. The target lesion was located in the coronary artery. A 5-in-6mm guidezilla¿ guide extension catheter was advanced to the target lesion, however, the guidezilla¿ guide extension catheter was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed partial separation of the shaft.